Event description:
It was initially reported that the physician¿ handheld was not functioning. Troubleshooting was done and the issue was isolated to the serial cable adaptor for the handheld. The serial cord adaptor was returned to the manufacturer for evaluation. Product analysis is planed but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld.

Event description:
Analysis of the returned serial cable was completed. During testing, it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the axim connector plug pcb. Once the wire was soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire break can be associated with mishandling of the serial cable. No further anomalies were identified.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.